Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel out of service was confirmed during product evaluation. The root cause of the reported problem was determined to be disconnected harness to j3 connector. Appropriate action was taken to correct the reported problem by connecting the harness to the connector. A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a malfunction where the channel a is out of service. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.